Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had dent did not come back after pressing foot switch and it became unusable. There were no reports of patient harm.

Event description:
The customer reports the issue was found at preparation for use and procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5. Corrected fields: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was caused by a component failure of footswitch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.